Manufacturer narrative:
Additional narrative: patient¿s gender and weight are unknown. Date of postoperative nail breakage is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent the initial surgery on (B)(6) 2017 at (B)(6) hospital to treat the reverse oblique proximal femur fracture and was implanted with a long trochanteric fixation nail-advanced (tfna) nail. Postoperatively patient experienced pain more when sitting. Postoperative x-ray taken on an unknown date revealed that the nail is broken at the fracture site and there was nonunion. Patient was revised on (B)(6) 2017. Concomitant device reported: tfna helical blade (part # 04.038.395s, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 54mm f/im nail-sterile (part # 04.005.544s, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 50mm f/im nail-sterile (part # 04.005.540s, lot # unknown, quantity 1). This report is for one (1) 12mm/125 degree ti cann tfna 380mm/left - sterile. (B)(4).

Manufacturer narrative:
Patient age reported. (B)(6). Investigation summary: this complaint is confirmed and the investigation was able to confirm a broken nail at the fracture site on the received x-ray. Product was not returned and no lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.